Event description:
A cracked and shattered touchscreen was reported, rendering the pump unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use multiple daily injections (mdi) as a backup therapy while tandem technical support arranged for a replacement pump.